Event description:
Baxter pump used on pt with central line. Primary IV in place. Ivpb antibiotic hung. One hr after piggyback hung, pump alarmed. Ivp bag found with approx 125 cc of pt blood in bag. Pump alarmed occlusion with 2cc remaining to be infused. Primary IV in place. Removed ivpb as well as all tubing. New tubing placed for primary IV. Md notified. H & h ordered.